Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on needle. Customer found green particle on needle.

Manufacturer narrative:
H.6. Investigation summary: bd received a samples and photo from the customer facility for investigation. A sample and a photo were evaluated the customer¿s indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: (B)(6) on needle. Customer found green particle on needle.